Event description:
An attempt was made to use the device on a person diagnosed in cardiac arrest. The report alleges that "the device was defective and did not work because it had not been properly maintained". Additionally, the report alleges that the device was defective as the contact leads were inoperative". The pt was not resuscitated. A clinical review of the reported information was performed by medtronic. It was determined that there is insufficient information to reasonably conclude that either the device or an operator error caused or contributed to the pt's outcome.